Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the electrode impedances were high on contact 8<(>&<)>9 at 12,472 ohms, contact 8<(>&<)>10 at 6,349 ohms, contact 8<(>&<)>11 at 7,624 ohms and contact 9<(>&<)>11 at 5,353 ohms. There were no complications and the extension was replaced. All electrode impedances were within normal limits with the new extension.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the distal end conductor was broken up to the transition point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high impedance on the extension. The impedances read: 8 <(>&<)>9-12472 ohms, 8 <(>&<)> 10-6349 ohms, 8 <(>&<)> 11-7624 ohms, 9 <(>&<)> 11-5353 ohms, c <(>&<)> 8-7460 ohms, and c <(>&<)> 9-4275 ohms. A replacement was required as a result. There was a damaged extension which caused the high impedances. The right lead impedances were tested intra-operatively with an external neurostimulator (ens) and alligator clips. All the impedances were normal within the lead. Once a new extension was implanted all of the impedances were within normal range when checked in pocket. The patient status at the time of report was alive with no injury and no patient symptoms were reported. As a result of the high impedances, the neurologist had to program around the high impedances using case and 10. They felt he had better control of his symptoms when contacts 8 and 9 were used. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.